Event description:
A report was rec'd from a doctor regarding a memorylens that was implanted in the pt's right eye in 2000, which lens had opacified. At exam in 4/2002, the pt's visual acuity was 20/60 od. The pt had a pre-existing medical history of diabetes, hypertension, hypothyroidism and gerd. The lens was explanted and replaced in 2002. Corneal status immediately post-op was reported as clear. The doctor's prognosis was marked as "good".